Event description:
It was reported the patient was experiencing ineffective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein the abbott ipg was explanted and replaced with boston scientific ipg (explant date is unknown at this time). No additional information was provided.